Manufacturer narrative:
The event description is consistant with what occurs when electrosurgery is used in the presence of an oxygen enriched environment or used in the presence flammable substances or gases. The product's user instructions warns against the use of electrosurgery in this environment.

Event description:
The pt received a burn inside the mouth during a tonsilletomy procedure.